Event description:
Procedure: thoracic. According to the reporter: the client reports that during the case, two sulus were used and four plastic dots situated close to the graduation on the jaws fell off into the patient thorax. Only two of the four dots were retrieved, the staff never found the other two.

Manufacturer narrative:
(B)(4).